Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation record received. Litigation alleges injuries, corrosion and friction wear that caused amount of toxic cobalt-chromium metal debris. It was also stated that plaintiff experienced loss of mobility, loss range of motion, and mental anguish. It was unknown whether a depuy stem was implanted. Shall there be new information received, this complaint will be updated. Doi: (B)(6) 2008; dor: (B)(6) 2016; right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Pfs alleges pain, swelling and revised-hip bursitis. After review of medical records, patient was revised to address adverse reaction to metal debris, elevated cobalt chromium levels with symptomatic right hip pain, positive MRI. During surgical procedure, they noted a lot of fluid in the greater trochanteric bursa. Her MRI and radiology result also indicated heterotopic ossification, subchondral cyst formation and impinging of the bursa.

Manufacturer narrative:
UDI: (B)(4).